Manufacturer narrative:
Implant date: if implanted or explanted, give dates: not applicable as this is not an implantable device. Initial reporter phone number: (B)(6). Device evaluation: the complaint sample was not returned to the manufacturer for evaluation; therefore product testing could not be performed. A photo of the sample was provided and was evaluated. The photo confirmed the label was missing from the syringe as reported. Retained product evaluation: visual evaluation of the product archive samples was performed. Review confirmed that all retain samples contained the required syringe label. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. As a result of the investigation, no specific manufacturing root cause could be determined. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that there was no labeling on a healon endocoat package. Additional information was received and it was learnt that the label was missing on the syringe itself. The outer box was correctly labelled. No further information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 10/26/2016. Device returned to manufacturer? Yes. Device evaluation: the complaint sample was returned to the manufacturer for evaluation. Visual inspection showed that the returned syringe did not contain a syringe label. There was no visible label residue on the barrel of the syringe suggesting there was never a label applied to the syringe. The customer's reported complaint was verified however this appears to be an isolated event.